Manufacturer narrative:
Citation: stella s et al. Intra-procedural monitoring protocol using routine transthoracic echocardiography with backup trans-oesophageal probe in transcatheter aortic valve replacement: a single centre experience. European heart journal - cardiovascular imaging. 2020; 21:85-92. Doi: 10.1093/ehjci/jez066. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study comparing the use of transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) during transcatheter aortic valve replacements. All data were collected from a single center between january 2008 and december 2017. The study population included 1218 patients (predominantly male, mean age 84 years, mean weight 69 kg), 306 of which were implanted with a medtronic corevalve transcatheter valve (no serial numbers provided). Among all patients, 3 deaths occurred during the procedure, one from aortic annular rupture and two from aortic wall rupture. The 30-day and 1-year all-cause mortality was 2.1% and 10.2%, respectively. The 30-day and 1-year cardiac mortality was 0.6% and 4.1%, respectively. No further information was provided about the deaths, and multiple manufacturers were mentioned in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: valve embolization requiring valve-in-valve replacement, aortic rupture, aortic dissection, major bleeding, cardiac tamponade, pericardial effusion, severe aortic regurgitation, severe paravalvular leak, valve dislocation, severe mitral regurgitation, severe left ventricular outflow tract (lvot) obstruction, cardiac fistula, myocardial ischemia, cardiac arrest, stroke, myocardial infarct, right ventricle perforation, and acute hypotension. Multiple manufacturers were noted in the literature. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.